Manufacturer narrative:
Information added to h3 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed but could not be identified. It is possible that the user could not perform reprocessing properly due to leakage from remote switch 1, bending section cover, and auxiliary water channel and removing the foreign material. However, a definitive root cause for this event could not be determined. The suggested events are detectable and preventable by handling the device following the instructions for use (IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii colonovideoscope exhibited the nozzle and the light guide lens contain foreign material. There were no reports of patient involvement.